Event description:
A company representative reported that the tip of an aleutian an inserter was observed to be deformed after a procedure. The associated procedure was completed successfully with no surgical delay and no adverse consequence to the patient.